Event description:
It was reported that during a cholecystectomy, the device broke. When pressure was applied to remove the bag containing the specimen through the trocar, the distal tip of the pouch broke. The case was completed with a like device with no pt consequence.